Event description:
Patients graft appeared red. Charge nurse called covering physician who ordered vancoled vancomycin to be given to patient. Charge r.n. Ordered l.v.n. To administer vanco to patient upon administration of drug, patient experienced a severe clearly stated that patient was allergic to vancomyain. Patient was transported to emergency room via ambulance and admitted, vancomycin caused patients servious illness/injury.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.